Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3777-45, serial/lot #: (B)(4), ubd: 23-oct-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Pt reported that something is wrong with her stimulator. Pt stated "it won't turn on". Pt clarified she does not feel stimulation anymore but when she tries to increase her stimulation her controller displays "settings not available". Pt confirmed the stimulation level can be decreased but will not increase. Pt confirmed the controller indicates the stimulation is on (sees green border). Pt stated she is set to group a and program 1. Pt stated she was at 5.1, lowered to 4.5 but cannot increase. Pt stated she fell maybe about 2 weeks ago but the stimulator had been working until today. Patient services reviewed considerations (adjusting group, ensuring batteries are fully charged, adjusting to zero then back up) and redirected pt to hcp to have her device checked/discuss possible programming considerations. Pt called back and said its for the same reason, and she says "that only 2 of my 8 leads are working" and says that her hcp has dismissed her and needs to find another doctor. Physician listings were sent.

Manufacturer narrative:
Concomitant medical products: product ID 3777-45 lot#/serial# (B)(6), implanted: (B)(6) 2009, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was going to "try and work with it". They worked with it and "now have 5 leads out". They were "working with only 2 leads now" and were waiting to hear what to do.